Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up for a device that was in backup vvi. Attempts to reload the firmware were unsuccessful. A few days later, the patient presented back to the emergency room due to inappropriate therapy. Review of the impedance trend showed low, out of range, high voltage lead impedance measurements. The device was explanted and replaced. Patient condition is good.

Manufacturer narrative:
The reported field events of a device reset and inappropriate therapy were confirmed. The device reset was due to excessive interrupts sent from the rf chip. The device interrogated using a programmer and rf telemetry was successfully established. The root cause of the excessive interrupts could not be determined. The reported field event of inappropriate therapy was caused by oversensing. The oversensing was due to a known issue with a parameter value that was set during manufacturing.

Manufacturer narrative:
The reported field events of a device reset and inappropriate therapy were confirmed. The device reset was due to excessive interrupts sent from the rf chip. The device interrogated using a programmer and rf telemetry was successfully established. The root cause of the excessive interrupts could not be determined. The reported field event of inappropriate therapy was caused by oversensing. The oversensing was due to a known issue with a fixed value that was set during manufacturing.